Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to completed rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: pump error 53. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the device. Device passed displacement test, self test, active and sleep current measurement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarm was recorded on (B)(6) 2021. File=26 line=1474. No pump error 23 alarm was recorded in download history files. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause by bum error. Problem isolated to electronic assemblies. Force sensor zero offset within specifications (23.0mv). No physical damage noted during visual inspection. In conclusion device came in with critical pump error alarm trigged by pump error 53. Pump error 53 was cause by a memory corruption. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.